Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 39.0, 82.0, and 120.0 cm from the proximal end. The coil was intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil revealed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully during insertion into a microcatheter, damage such as this may occur. The px slim mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing the ruby coil through a px slim delivery microcatheter (px slim), the physician met resistance and removed the ruby coil. The procedure successfully continued using a new smaller size ruby coil and the same px slim. There was no report of an adverse effect to the patient.